Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found needle separated from sensor base. Unable to confirm customer received sensor in said condition due to customer return sensor opened/used. Unable to confirm adhesive anomaly to opened/used sensor.

Event description:
Customer called to report sensor issues. Customer stated that one of the sensor's did not stick on the skin and one sensor came apart in the serter device. Customer's blood glucose reading was 164 mg/dl. Product is being returned and replaced.